Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was an unknown surgery for a lumbar vertebral body fracture (th12) on (B)(6) 2022. The event took place in sequence as follows: 1. The fenestrated screw in question was used to fix th10 to l2. 2. A non-synthes balloon was used for th12, and vertebroplasty was performed. 3. After posterior fusion was performed at th10 to l2, cement augmentation was performed at th11 and l1. 1 cc of the cement was injected into th11. Then 11 minutes later, 1 cc of the cement was injected into left l1. 4. Cement leakage was found while injecting the cement into right l1. It seemed segmental vein because the cement leaked out of the vertebral body. Cement injection was stopped immediately. The surgery was completed successfully with no delay. The patient was reported to be stable. No further information is available. This (B)(4) and (B)(4) are involved with the same event. (B)(4) (depuy spine): screw. (B)(4) (synthes spine): cement. This report involves one vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.